Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is unrefuted for roi-a implant for the failure of pain post surgery. This device is used for treatment. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient is having intermittent problems when turning her body to the left post-operatively. This makes it difficult for her to care for herself, such as using the bathroom and showering on her own. She also experiences pain like a "charlie horse" that locks in her stomach, has no range of motion, and experiences discomfort when this happens. It was reported that there are no plans for a revision surgery. Reference medwatch mw5178099.

Event description:
It was reported that a patient is having intermittent problems when turning her body to the left post-operatively. This makes it difficult for her to care for herself, such as using the bathroom and showering on her own. She also experiences pain like a "charlie horse" that locks in her stomach, has no range of motion, and experiences discomfort when this happens. Reference medwatch mw5178099.

Manufacturer narrative:
H6: additional patient code: 4581. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference voluntary medwatch mw5178099.

Manufacturer narrative:
Corrections in e. Additional information in a: dob, b5, d6a, and g2. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient is having intermittent problems when turning her body to the left post-operatively. This makes it difficult for her to care for herself, such as using the bathroom and showering on her own. She also experiences pain like a "charlie horse" that locks in her stomach, has no range of motion, and experiences discomfort when this happens. It was reported that there are no plans for a revision surgery. Reference medwatch mw5178099.